Event description:
The pt's heated humidifier melted through the protective cover. The device was not in use and was "off" when the damage occurred. The pt returned home and noted a burning electrical odor and found the device with two areas on the end plate where it appears the end plate melted, leaving the circuit board underneath exposed. One area is about the size of a quarter and the other the size of a dime. The humidifier is called h5i and the device is called s9 elite; both are made by resmed. Photographs available. S9 elite and climate line tubing.